Event description:
It was reported by the health care professional (hcp) that the external pulse generator (epg) displayed a self-test error. Technical services (ts) provided assistance in resolving the issue by explaining the self-test feature and having the hcp remove and reinsert the battery. The self-test error cleared. It was also noted that the battery voltage was "extremely low" indicated by the atrial and ventricular light emitting diode (leds) being on "steady." The hcp replaced the battery and powered on the device without any issue. The epg will be checked out before putting it back in service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
(B)(4).